Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed self-test, active current measurement, displacement test and p-cap locks properly into the reservoir compartment. Unit failed sleep current measurement. No relevant alarms during testing. Pump successfully downloaded traces and history file using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. The power management tool indicated the loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assemblies. All connectors were plugged in properly. No physical evidence or moisture damage on the electronic assembly, motor, or force sensor was found. Swapping out test boards to pinpoint the faulty board. Swapping out test boards to find root cause. Isolated to pcba 2. The following were noted during visual inspection: scratched case. In conclusion, customer concern for blank display was not confirmed. Due to high sleep current, problem isolated pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.